Event description:
It was reported that the buttons on the insulin pump have an intermittent response. It was also stated that the end cap sticker is detached. Device was not bumped, dropped or exposed to moisture. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The buttons on the insulin pump had intermittent responds due to corroded keypad traces. The following cosmetic damage was noted: missing end cap sticker, cracked case display window corner, and cracked battery tube threads.